Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. No damage to the reservoir tube lip / retainer noted. The p cap / reservoir locked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer reported that the back side of the insulin pump was damaged and retainer ring was loose. The customer's blood glucose was 11.4 mmol/l at the time of incident. The insulin pump will be returned for analysis.